Event description:
It was reported that during a transcatheter procedure involving the evfxplus-26, the patient, became unstable and hypotensive upon placement of the working wire in the ventricle and aortic insufficiency was noted. Of note, the delivery catheter system had been inserted into the groin but was not yet advanced to the annulus. Despite chest compressions and administration of epinephrine, resuscitation efforts were unsuccessful, and the patient died. Per the physician, the patient was high-risk having had a pre-operative echocardiogram reveal an ejection fraction of 20-25%. The cause of death was ventricular overload possibly caused by the placement of the guidewire. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product {guidewire}; manufacturer {unknown}; product lot/serial number {unknown}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the evfxplus-26, the patient, became unstable and hypotensive upon placement of the working wire in the ventricle and aortic insufficiency was noted. Of note, the delivery catheter system had been inserted into the groin but was not yet advanced to the annulus. Despite chest compressions and administration of epinephrine, resuscitation efforts were unsuccessful, and the patient died. Per the physician, the patient was high-risk having had a pre-operative echocardiogram reveal an ejection fraction of 20-25%. The cause of death was ventricular overload possibly caused by the placement of the guidewire.